Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2024. Additional information was received from the patient on (B)(6) 2024 stating that the leads have dislodged. Additional information was received from the patient on 2024-sep-11 stating that their device was removed early as a result of the leads becoming dislodged and unable to reconnect. Additional information was received from the healthcare provider (hcp) stating that the patient had their post op appointment on (B)(6) 2024 and went home and has not been seen since then. The patient does not want to proceed with stage 2 trial.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device, product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating that the patient had their post op appointment on (B)(6) 2024 and went home and has not been seen since then. The patient does not want to proceed with stage 2 trial.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device, product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60565992, implanted: (B)(6) 2024, product type screening device product ID 306001 lot# 60570948, implanted: (B)(6) 2024, explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.